Event description:
On (B)(6) 2012, customer reported that the dxc 600 pro instrument generated a false high sodium (na) and co2 (carbon dioxide) result for one patient sample. The results were reported out of the lab. When the issue was noticed, previously run samples were repeated on another dxc in the lab. Although the difference in results exceeded assay precision claims, the report was not amended, as the lab did not consider the rerun results clinically different than the original results. Customer did not state that there was any change in patient treatment or diagnosis due to the erroneous results. The issue was noticed when the instrument started to generate "ratio pump won't home" errors and the customer automatically stopped operation of the modular chemistry (mc) unit. Quality control (qc) prior to the event was within lab-established ranges. The system errors prevented qc from being run after the event. Field service engineer (fse) evaluated the instrument and confirmed that the ratio pump was working properly. Fse checked the tubing attached to the ratio pump and found that line #24 was crimped between the flowcell and the frame. Fse reseated the line and this resolved the issue. Fse also cleaned the cl electrode port, which did not contribute to the event. Fse verified instrument performance.